Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer was hospitalized due to diabetic ketoacidosis and hyperglycemia while in the hospital the insulin pump was lost, on (B)(6) 2019. Customer¿s blood glucose level value was 252 mg/dl. Customer could not troubleshooting for high blood glucose because she does not have the insulin pump. Customer treated with fluids and insulin. Significant events leading to hospitalization was throwing up and he had low grade fever. The insulin pump will be returned for analysis.